Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) instrument cable was frayed. The instrument wire was protruding from the tip. There was no report of patient involvement. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of maryland bipolar forceps instrument issue. There was no patient injury from the last procedure usage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The conductor wires were exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.